Event description:
It was reported that this subcutaneous implantable lead was part of the system revision due to infection. No additional adverse patient effects reported. The implantable lead was explanted.

Event description:
It was reported that this subcutaneous implantable lead was part of the system revision due to infection. No additional adverse patient effects reported. The implantable lead was explanted.